Event description:
It was reported that the device would not power on. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system/memory pcb assembly and the biphasic module pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assemblies and determined that the root cause of the reported failure was a shorted capacitor, designated c51, on the biphasic module pcb assembly.